Event description:
It was reported that a patient underwent an eye lid procedure on an unknown date and suture was used. The patient developed an allergic reaction. The patient developed red swollen lids and the surgeon had to redo the lid because it became kinked. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.